Manufacturer narrative:
The field service engineer (fse) inspected the device and could not duplicate the reported condition. The ventilator is ready for use. The ventilator has been returned to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the 840 ventilator stopped ventilation and generated a background fault error code. The patient was removed from the ventilator and placed on an alternate ventilator without harm or injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the service engineer evaluated the ventilator and actually replaced the power supply. The ventilator passed all testing per manufacturer¿s specifications and was returned to the customer. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.